Manufacturer narrative:
Sample analysis: the implant coil was returned for evaluation detached from the delivery pusher. The coil was stretched and kinked. The pusher was not returned for evaluation. The evaluation could not be confirmed or cause determined as all components were not returned for evaluation. Mvi reference: (B)(4).

Event description:
Coiling treatment was conducted for occlusion of the vertebral artery. The coil was reported to prematurely detach within the microcatheter upon advancement. The device was withdrawn with the microcatheter successfully without incident. No injury was reported with the patient as a result of the procedure.